Manufacturer narrative:
The insulin pump was received with cracked and bleeding glass on lcd board. The insulin pump was received with minor scratches on lcd window and case. (B)(4).

Event description:
The customer reported via phone call that the insulin pump was damaged. Customer reported dropping the insulin pump, causing damage to the screen. Customer's blood glucose was 297 mg/dl. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.